Manufacturer narrative:
Two (2) used lightwave ablators were returned to conmed for evaluation on (B)(6) 2016. Visual examination found both units have a portion of the insulation missing near the tips and this confirmed the reported problem. Further evaluation by the (B)(6) indicated that the electrodes were used and exhibited insulation coating deformation from the entry into the patient cannula and/or touching tools/scopes during use. Small gouges are visible around the coating. The coating thickness may have been reduced and compromised causing the rf energy to exceed the dielectric strength of the coating thus creating the "holes" in the insulation. Evaluation of returned devices with similar complaint found this type of damage to the electrodes can occur when they are used at high power settings and buried in tissue. The combination of reduced insulation coating due to gouges and nicks with using high power may have caused the insulation degradation and pin hole dielectric failure of the coating. This lot was manufactured on 06-feb-2014. Of the lot containing (B)(4) units there were no other similar complaints received for this item and lot # combination. In addition, a 2-year review of the device family complaint history showed a total of (B)(4) complaints and a quantity of (B)(4) with insulation damage. During this same two year time frame, over (B)(4)units were sold worldwide, making the occurrence rate for this failure mode (B)(4) percent. In addition, to date, there have been no patient long term adverse events reported regarding any of the reported incidents. This failure mode is addressed in risk documentation and risk analysis shows an acceptable risk level. All lightwave ablators are intended to be used for ablation, tissue modification and coagulation of soft tissue in shoulder, ankle, wrist, elbow, and knee arthroscopic procedures. To reduce the risk of insulation damage and injury to the patient, the instructions for use (IFU) provides the following warnings & cautions to the user: lightwave ablators must only be used in a conductive fluid medium to avoid insulation damage. Ensure all accessories are properly & securely connected to the generator & function as intended. Improper connection may result in arcing, sparking, or device failure, any of which can result in an unintended surgical effect, injury, or equipment damage. If any visual defects are noticed in the insulation, or the ceramic/insulation is damaged in any way, stop using the device immediately & replace.

Event description:
The user facility reported that while the two (2) ia-2379 lightwave ablators, 90 degree angle were being used in a shoulder arthroscopic procedure "a hole in the insulation" was observed on the tips of the ablators after approximately 2 minutes in use. As reported, other than a ten minute delay, a third ablator was used to complete the surgery with no further complications or patient injury.